Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. An exact root cause could not be determined as sample was not returned. The failure modes in the scope of this field assurance investigation report have been confirmed not to be manufacturing related, therefore device history record review was not required the instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure of light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilze. For urological use only. Valve type: use luer slip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer encountered several defective catheters. Their first encounter was the foley catheter balloon would not deflate when it was inside a patient and after this, they tried 4 other foley catheter from the same batch # and they also experienced breakage or some other issues with it. Per additional information received via email on 05dec2024. It was reported that there was only a total of four foleys involved in the situation. The first foley, when inflated, would not deflate and the balloon stayed inflated. They tested the foley prior to putting it in the patient. The other three split in between where the urine comes out and where the syringe was attached. All of these events did not affect a patient as they tested the foleys prior. They threw the product away as it happened a couple months ago.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer encountered several defective catheters. Their first encounter was the foley catheter balloon would not deflate when it was inside a patient and after this, they tried 4 other foley catheter from the same batch# and they also experienced breakage or some other issues with it.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-05392. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Section d1: corrected. Section d3: manufacturer information corrected. Section d4: primary UDI number corrected. Section g1: manufacturing site corrected. Manufacturer's investigation conclusion: the reported sound was unable to be confirmed as the centrimag pump was not returned. A specific cause for the reported event could not be conclusively determined through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The 2nd generation centrimag system operating manual (document pl-0047, rev. M) is currently available. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer encountered several defective catheters. Their first encounter was the foley catheter balloon would not deflate when it was inside a patient and after this they tried 4 other foley catheter from the same batch# and they also experienced breakage or some other issues with it.